Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc I-beam tray 67mm, catalog # 141222 ,lot# unknown; knee-biomet arcom-patellas-unk size 28, catalog# unknown, lot# unknown; vngd cr tib brg 12x63/67, catalog # 183422, lot # unknown. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Subsequently, the patient underwent revision due to aseptic loosening. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.